Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Device report received from synthes (B)(4) reports an event in (B)(6) as follows: expert tibial nail protect study patient was implanted on (B)(6) 2011. Patient experienced unknown knee pain (patellar apex syndrome) and was treated with excentrical training (a special form of physiotherapy). Symptoms persisted but did not required medical intervention. The event was classified as possibly related to device (probably related to procedure). This report is 1 of 1 for complaint (B)(4).